Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed failed battery delivery and now it was showing 00.59. Customer stated he took the reservoir out and started all over. Customer confirmed that he did get it to work but the time was not showing 01:13. The device alarmed failed delivery alarm. Customer apologized and advised that we don't have troubleshooting or any alarms showing failed delivery. Customer requested the device to be replaced. Customer's blood glucose was 381 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.